Event description:
Man with end stage arthrosis of the left hip underwent left total hip arthroplasty. The hip stem broke 3 years later requiring a surgical revision. Wright medical technologies size 56mm solid lineage acetabular component with a group ii 32mm ID alumina ceramic liner and a profemur renaissance 12 s femoral component with an extra-long varus neck and a 32x +0 alumina ceramic femoral head component.